Event description:
It was reported that a patient was enrolled in a deep brain stimulation (dbs) therapy clinical trial treatment of resistant depression in 2023. The device was implanted on (B)(6) 2023. The coordinator was informed on monday that the patient committed suicide. The patient completed 18 weekly study visits. They had a history of suicidal thoughts, but never any attempts. They denied having plans for suicide at any point of the study. The coordinator spoke to the patient on a daily basis, completed weekly suicide ratings, and met with a psychiatrist once a week. Unknown to the patient, the device was off for the first 3 months (as per protocol) and turned on in 2024, which they received stimulation from the device in 2024 onward.

Manufacturer narrative:
User facility report #: mw5152543. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the lead location target was median forebrain bundle. It was not believed that the device, therapy, or the study had a direct correlation with the patient's suicide. The patient did not believe the therapy was working as well as it should base on the fact that their depression did not seem to improve significantly after surgery. Therapy was initiated on (B)(6) 2024. There were several programming changes made based on the patient's responses to the therapy. The patient's date of death was (B)(6) 2024. Other than the adderall and ritalin, there were no medication changes. Once therapy was turned on, the patient discontinued these medications. They were also taking ketamine and ativan but stopped both since they thought they were adding to their cognitive impairment. The patient was scheduled to see a therapist but passed before the first appointment.

Manufacturer narrative:
H6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Aware date: the aware date of the new information reported in the supplemental report was 2024-may-15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.